Event description:
It was reported that there were small r-waves, increased impedance, and a possible lead fracture. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.